Event description:
It was reported that pump touchscreen was cracked and illegible. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.